Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection the device did not mesh properly. There was no harm or delay associated with this event. No adverse events were reported as a result of this malfunction. No further information is available.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit would not provide a proper mesh and that the cutter and sideplates were damaged. The cutter and sideplates were replaced. The unit was tested, calibrated, and returned to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.